Event description:
It was reported the screen would not all turn on. About two thirds of it would turn on an it was multicolored. The programmer was returned for repair and calibration. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device powered up with a multicolored display. System fan is noisy.